Manufacturer narrative:
Date of event: estimated based on device return as no issue had been reported for this device. The device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked and the imaging window was partially detached near the lapjoint section. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Microscopic inspection revealed the guidewire exit port and tip were in good condition. Impedance testing showed an electrical open at the proximal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable at 130cm to 140cm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
Reportable based on device analysis completed on 29nov2022. The opticross imaging catheter was returned with no issue having been reported for the device. However, device analysis revealed imaging window partial detachment.